Manufacturer narrative:
Additional information: g3, h3, h6 correction: d4 (removed unknown lot number) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Picture evaluation showed that the inner cannula was broken. It was reported that the tracheostomy tube's inner cannula was found broke off inside the patient, 1/3 of the piece was removed and the patient was put on a ventilator. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this device is classified as a disposable medical device. Frequent and routine changes of the disposable inner cannula are recommended and should be evaluated by the attending physician. Sterile only if the protective tray and cover are not open, damaged, or broken. Do not resterilize. Do not store product at temperatures above 120°f (49°c). The inner cannula should only be replaced by a shiley disposable inner cannula of the same size. Patients in the home care environment should be carefully instructed by a home health care provider in the proper use and handling of the tracheostomy tube and accessory products. The disposable inner cannula cannot be adequately resterilized by the user in order to facilitate safe reuse and is therefore intended for single patient use. Attempts to resterilize this device may result in product failure and increased risks to the patient. The disposable inner cannula is designed for single use and should not be cleaned or reused. Federal law (USA) restricts this device to sale by or on the order of a physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use, the tracheostomy tube's inner cannula was found broke off inside the patient, as shown in the attached image, 1/3 of the piece was able to removed from the patient and put on a ventilator. The tube was replaced after the incident. Inner cannulas was being replaced every 24 hours.